Manufacturer narrative:
Device powered up properly after battery installation. Device passed the sleep current measurement and active current measurement, displacement test and self test. All currents within specific range. Device was monitored for several hours and no unexpected blank display alarm noted during testing. Device was received with a cracked case (battery tube), and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working anymore. The customer stated that there was cracked on battery compartment. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.